Event description:
A report was received regarding an orif surgery, left ankle, tibia fusion. The surgeon was using the ria system (reamer, irrigator, aspirator) and once the hole was opened in the distal end of the tibia, upon getting 4 inches in, the head of the reamer sheared off (13mm reamer head). Using x-ray, the surgeon was able to visualize the 4 prongs that were broken off in the tibia canal. He removed the ria and attempted to put on a smaller ria head (12mm) and noticed that the ria shaft was missing and appeared to be sheared off (this was not noticed when the original ria head was placed). It was not able to be determined as to whether the shaft was sheared off intraoperatively or if it was missing prior to the surgery as the piece could not be visualized or located in the tibia shaft. It was reported that all pieces were retrieved via irrigation of the tibia canal, with the exception of the ria shaft, which was not located. The surgeon used an allograft instead of an autograft and proceeded with the surgery. The surgery was prolonged approximately 20 minutes. No other issues were reported. This is report number 1 of 5 for the same event.

Manufacturer narrative:
The initial manufacturing documents reviewed indicated the product conformed to all requirements. Due to an unknown cause, the four tangs were broken off and the 5.95 to 6.05mm diameter shaft exhibits cracks near the tang location. The fluted surfaces are slightly nicked. Based on the unknown cause and the evaluation performed, this complaint is deemed indeterminate from a manufacturing position.

Manufacturer narrative:
The device is used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Manufacturing documents were reviewed and the product conformed to all requirements. There were no mrr, ncrs, or complaint-related issues with this lot.